Event description:
It was reported that the pump failed occlusion during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with fluid ingression present. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced downstream occlusion sensor. The cause of the reported problem was traced to user error - fluid ingression. Product is beyond 19 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous 6 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400